Event description:
It was reported that a spectrum iq infusion pump under infused medications and also had secondary siphoning at higher rates. This was during infusion of drugs requiring a non-dehp set and caused the patient to stay longer. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was not returned for evaluation however photo samples were provided. A review of the photo samples shows the pump with parameters of multiple infusions. An infusion of carboplatin (250ml bag rate: 250ml/hr , vtbi 69.1 ml , total given at time 00:17 was 284. The pictures of etoposide (1000ml) infusion was mostly unreadable however, the vtbi given was 1429. Another etoposide with 500ml bag shows rate 500 ml/hr vtbi 197ml and at time 00:24m the total given was at 603ml. Another picture showed etoposide 500ml bag, rate 500 ml/hr vtbi 138 and at time 00:17 the total volume given was at 662 ml. Lastly, an infusion of paclitaxol 500ml bag showed rate 167 ml/hr , vtbi 1871ml and at time approximately 1 minute 6 seconds showed the volume at 569 ml. The photos samples do not help to draw a conclusion of the reported issue however there is instruction in the operators manual to "confirm the total given ml value or press the clear total soft key to erase it". "If it is the same patient, but a new drug is required, press the yes soft key. As a result, the total given will be reset to zero." "To clear the total given while the pump is running: (1. Press the review/edit vtbi soft key to view infusion information. 2. Press clear total to clear the total volume given.) To clear the total given while the pump is stopped: (1. Press the review or program pri/sec soft key to display the setup screen, 2. Press the clear total soft key to clear the total given). Clearing the total volume before the infusion, the pump will give total volume of only the infusion being run. The customer reported they will review set up and provided information regarding secondary siphoning at high rates and approved clamps to their team. The spectrum's operations manual warns the user "flow rates above 300 ml/hr may cause fluid to be siphoned from the primary container during a secondary infusion." Should additional relevant information become available, a supplemental report will be submitted.